Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No data logs were returned for analysis. Thrombus fm added as evidenced by returned product. The returned pump was inspected and biomaterial was observed in the purge gap and by impeller. The pump was run in the lab after clearing and high purge pressure did not reproduce. There were no other pump abnormalities. The root cause of the high purge pressure was most likely biomaterial as evidenced by the thrombus blocking the purge gap on returned product and issue not reproducing after clearing. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Corrections to the initial MFR report: d9 device return date has been added. H3 device evaluation updated to yes. H6 clinical code 4440 added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that an impella 5.5 pump experienced high purge pressure issues throughout the course of patient support. The purge cassette was replaced, but the issue remained. The pump current continued to be monitored as a result of the noted issue.